Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported a crack on the insulin pump. The customer¿s blood glucose at the time of event was 567 mg/dl. The customer had nausea and keytones as symptoms of high blood glucose value. The customer was admitted to the hospital emergency room for treating diabetic ketoacidosis (dka). It was unknown if the auto mode was activated or not at the time of the event. It was unknown if the customer had been using insulin pump within 48 hours of event or not. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue using the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment, possible under delivery and was hospitalized for high blood glucose and diabetic ketoacidosis found on september 07, 2022. Insulin pump was received with a cracked battery tube threads and a cracked case behind insulin pump near the battery tube compartment. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08770 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the insulin pump history/traces on the event date of september 07, 2022, there was no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered: (37.6 u). September 07, 2022 04:44:05.000 normal bolus delivered (220), normal bolus amount programmed: 164000 (16.4 u), bolus amount delivered: 164000 (16.4 u), september 07, 2022 07:37:05.000 normal bolus delivered (220), normal bolus amount programmed: 117000 (11.7 u), bolus amount delivered: 117000 (11.7 u), september 07, 2022 13:51:21.000 normal bolus delivered (220), normal bolus amount programmed: 95000 (9.5 u), bolus amount delivered: 95000 (9.5 u). The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric boards, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.